Event description:
It was reported to philips that the device had aa power supply failure. There was no patient involvement.

Manufacturer narrative:
Additional info: updated b5 problem description. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had an operational test failure. There was no patient involvement.